Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation is patient anatomy. The reported recurrent mitral regurgitation (mr) is a cascading effect of incomplete coaptation. The reported mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), recurrent mitral regurgitation, requiring additional mitraclip procedure it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapse and flail. One clip was implanted with no reported issue, reducing mr to grade 1. One day post-procedure, it was noted that the clip detached from the posterior leaflet, causing single leaflet device attachment (slda), and mr increased to grade 4. On (B)(6) 2023, a mitraclip procedure was performed to treat slda. Two clips were implanted with no reported issue, reducing mr from grade 4 to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.